Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse in 2009 and 2010 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05137. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge, vaginal bleeding and urinary frequency.

Event description:
It was reported that following insertion the patient experienced vaginal discharge, vaginal bleeding and urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
The patient underwent implantation of mesh due to stress urinary incontinence. Following implantation the patient experienced pain, erosion, extrusion infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported the patient underwent revision of mesh on (B)(6) 2010 due to extrusion of mesh extrusion and pelvic pain. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.